Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found that it passed the work order. Product event summary #s7 - system powered down product analysis #(B)(4). Mnav comment subject: work order (B)(4). Mnav comment ID: (B)(6). Mnav comment: summary: work order passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system powered down while the imaging system¿s spin was transferring. Tech services was able to walk the site through recovering the previously transferred spin and continue the case. There was less than an hour delay to the procedure. There was no impact on the patient¿s outcome.